Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an endovascular arteriovenous fistula procedure using wavelinq. It was further reported that during the procedure, the catheter got kinked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received in follow up confirmed that difficult to remove code was not needed, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. D4 (unique identifier (UDI) #), g3. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an endovascular arteriovenous fistula procedure using wavelinq. It was further reported that during the procedure, the catheter got kinked. The procedure was completed using another device. There was no reported patient injury.